Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer stated he will run ventilator on a test lung in an attempt to duplicate the reported issue. Covidien was not authorized to repair the device.

Event description:
It was reported that, while in use on a patient an 840 ventilator generated a graphic user interface (gui) error message. The customer reported that the ventilator continued to ventilate the patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.